Event description:
A poster presented at the ammi-cacmid meeting (canadian microbiology convention) contained information on the misidentifications of candida auris isolates in association with the vitek® 2 yst test kit. Biomérieux contacted the author for more information. It was reported that c. Auris was misidentified as c. Duobushaemulonii and c.lusitaniae/c. Duobushaemulonii. The author who performed the testing, sent their survey results to the (B)(6), which they had obtained using vitek 2 version 7.01. The author stated no c.auris isolates were identified by vitek 2 v7.01 in their lab. At the same time, their lab was upgraded to vitek 2 v8.01. Testing was then repeated with the new version 8.01. There was a miscommunication with the (B)(6) about testing with the two versions upon the poster abstract review. (B)(6). There was no patient involvement as testing was performed on survey samples. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A poster "assessment of identification methods for candida auris in microbiology laboratories in british columbia" by e.j. Eckbo et.al. Was presented at the ammi-cacmid meeting. The poster stated that labs using vitek® 2 software version 7.01 did not identify any isolates of candida auris correctly and of two labs using vitek 2 software version 8.01, one identified a single strain of candida auris correctly and the second lab did not identify any strains of candida auris correctly. Strains, lab reports, raw data and lot #s are not available. Biomérieux internal investigation was conducted. Vitek 2 software version 7.01 (referenced in the poster) does not include the species claim of candida auris; as indicated in the associated vitek 2 instructions for use (IFU), an "unidentified" result or misidentification may occur. The following limitation is contained in the product labeling: "testing of unclaimed species may result in an unidentified result or a misidentification." The site mentioned in the poster that had performed testing using version 7.01 software was upgraded to version 8.01 and ten (10) candida auris isolates were re-tested with the following test results (which were not included in the poster). - five (5) identified as >95% candida auris - two (2) identified candida auris as part of a low discrimination result - two (2) misidentified as >95% candida duobushaemulonii - 1one (1) misidentified as candida lusitanae / candida duobushaemulonii no additional information was obtained concerning the two (2) labs which tested with vitek 2 software version 8.01 only. Without the strains, lab reports or raw data it's not possible to further evaluate the cause of the misidentification. As the impacted vitek 2 yst ID card lot numbers were not available for this investigation, it was not possible to perform qc performance reviews. Root causes of the misidentifications are unknown; no further testing is possible.